Manufacturer narrative:
On 22-aug-2025, the product investigation was updated. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. Furthermore, on 10-sep-2025, bwi received additional details regarding the event. Ablation was performed within the pulmonary vein isolation+ (posterior wall) with pulse field ablation. The act (activated clotting time) was above 350. A total of 3+ catheter exchanges occurred during the procedure. Irrigation used was 30ml. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an atrial fibrillation - paroxysmal ablation procedure with a 8.5 fr varipulse catheter, the patient experienced tia (transient ischemic attack) symptoms verified with MRI (magnetic resonance imaging). It was reported that the patient experienced tia symptoms which were verified with MRI" after a pfa (pulse field ablation) procedure with the varipulse catheter and trupulse pfa generator. The procedure was performed, and symptoms occurred sometime after the procedure. It is not known when the symptoms started or what the symptoms were. It was also unknown what type of or if any intervention was administered to the patient. The patient stayed in hospital overnight for observation. The symptoms were resolved the day after. The patient was believed to have made a full recovery. Trupulse and carto 3 system were used for the procedure. Information received indicated that the physician¿s opinion on the cause of this adverse event was procedural complications. The outcome of the adverse event was fully recovered (no residual effects). The act (activated clotting time) during procedure was >350. One transseptal puncture site was performed during the procedure. The tia was symptomatic aphasia, and the patient¿s symptoms were resolved. No evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No other observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The type of electrophysiology procedure being performed was new. No stacking occurred for this procedure. The irrigation rate used during this procedure was 30ml/min.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 20-aug-2025, it was identified that there were two mistakenly omitted fields from the previous initial report. H7 remedial action initiated type has been updated to "notification. H9 FDA correction/ removal reporting no. Has been updated to 3013300026-01/17/2025-001-c. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).